Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they did not had electrode in one of the sensor. Customer's blood glucose level was 180 mg/dl at the time of incident. The sensor will not be returned for analysis.